Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation the software support team confirmed the alerts were not sent to the carepartner in multiple instances. The alerts were not sent to the carepartner because the alerts were cleared by the patient. These alarms will not be sent to carepartner as push notifications but will be shown in the carepartner apps notification history screen. We can also confirm there were multiple notifications regarding high alerts sent to the carepartner and carepartner app logs has confirmed the notification were received. The alerts will be sent to carepartner as a push notification if the patient does not quickly clear the alarms in the pump. The most likely root cause is the alerts were cleared by the patient. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: we have investigated multiple instances where the high alert/low alert were not sent to the carepartner. The alerts were not sent to the carepartner because the alerts were cleared by the patient. These alarms will not be sent to carepartner as push notifications but will be shown in the carepartner apps notification history screen. I can also confirm there were multiple notifications regarding high alerts sent to the carepartner and carepartner app logs has confirmed the notification were received. The alerts will be sent to carepartner as a push notification if the patient does not quickly clear the alarms in the pump. Can you please confirm if there were any instance where the patient did not clear the alert and the notification was not sent. If there were any such instances, can the patient provide the date and time this happened. We are proceeding to close this ticket as we have not received any response despite requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced carelink connect application not receiving data. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non-physical devices.